Event description:
The customer reported that the oxygen catheter that was in the right nostril arced and some flames came from the nostril. This caused burns on the patient's cheek that required skin grafting.